Manufacturer narrative:
The lead was explanted on (B)(6) 2024. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
Lead is suspected to be dislodged due to very low impedances and patient having severe pain in right shoulder. Lead is also believed to have migrated anterior. Physician is planning to explant the lead in the near future. Should additional information be received, this file will be updated.